Event description:
As reported by the user facility: reports while opening the vent on the drip chamber, the entire vent popped off. The drug began leaking out. The drug used was etoposide. There was no pt injury as a result of this occurrence.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. W/o the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available info has been forwarded to the device MFR of the drip chamber. If add'l pertinent info becomes available, a f/u report will be filed.